Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient was admitted to the hospital because he was retaining urine. Caller states the patients bladder was not releasing urine and this ended up backing up into kidneys. Patient was admitted to hospital sunday and was released last night. No further complications were reported or anticipated.